Event description:
It was reported that the patient felt pain where the lead had moved after the patient was startled and twisted harshly. The patient underwent a lead replacement procedure and the patient was doing well postoperatively. The explanted paddle lead was not returned.